Event description:
There was an alleged fire in the bedroom that was occupied by the consumer. No injuries have been alleged at this time.

Event description:
There was an alleged fire in the bedroom that was occupied by the consumer. No injuries have been alleged at this time.

Manufacturer narrative:
No injury is reported. An insurance company alleges, a fire in a home occurred and an invacare concentrator was present. No details of the event have been provided. No injury is reported. Manufacturer is working with the insurance company to obtain additional information. MDR is filed as a conservative measure.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2010-00178. The device is a concentrator, model perfecto o2. No serious injury alleged. The concentrator was present in a home that caught fire. X-rays were taken of the concentrator. Engineering stated the wiring and electrical components were intact and the concentrator was not the source of the fire. Photos and x-rays of fire scene and concentrator were obtained. Defense counsel and invacare's expert inspected the product. The documents provided were also reviewed by invacare engineering. Based upon these documents it appears that the wiring and electrical components are intact and that the unit was not the cause of the fire. No injury is reported. An insurance company alleges a fire in a home occurred and an invacare concentrator was present. No details of the event have been provided. No injury is reported. Manufacturer is working with the insurance company to obtain additional information. MDR is filed as a conservative measure.